Event description:
The customer reported a ventilator was unable to be used during device set up because it has a blower temperature high 1122 error code. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm, no delay to patient therapy, and no patient involvement. There was no medical intervention. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the blower assembly and the motor controller (mc) printed circuit board assembly (pcba). The customer has ordered part and is waiting for the arrival of the parts to continue the repairs. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information is pending.

Manufacturer narrative:
Further information regarding the repair was requested from the customer. No response has been received at this time. It is unknown if the repair has occurred. If additional information is later obtained, a supplemental report will be submitted.